Event description:
It was reported that during preparation for an interventional procedure, before introduction into the patient anatomy, to prevent guide wire tip damage, a hi-torque bmw universal ii guide wire was inserted from the tail end, instead of by the tip, into an introducer from a priority pack 20/30 guide wire accessory kit, when resistance was felt during advancement and the bmw guide wire coating was scraped and residual shavings separated from the guide wire. The procedure was completed using the same priority pack introducer and bmw guide wire. There were no adverse patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis of the returned guide wire was unable to confirm the reported difficulty advancing the guide wire through the introducer sheath. The returned guide wire was able to be advanced through a new introducer sheath without resistance. The guide wire introducer sheath used in the procedure was not returned for analysis. The reported device issue of peeling teflon was confirmed as analysis noted that there was scraping sporadically throughout the entire length of the teflon coating. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It was reported the guide wire was back loaded through the introducer sheath. It should be noted that the hi-torque guide wires instructions for use (IFU) states: carefully insert the distal tip of the guide wire through the introducer and into the guiding catheter. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions for use. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.